Event description:
It was reported that balloon rupture occurred. A 4.50 mm x 8 mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with a different device. There is no patient injury reported, and the patient was good post-procedure.